Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the trocar blade remained exposed after ancillary port insertion under direct visualization. The device was used to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49814. Ees #.981281/j. D5,6; h4: information not available, device not returned for analysis.